Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Model type was not provided by the complainant therefore it is not know. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Internal complaint reference: (B)(4).

Event description:
It was reported by patient maude event report (mw5079539), after novasure endometrial ablation "severe labor like abdominal pain with no bleeding." Additional information received from patient, pain started almost 13 months after ablation and started out cyclic and is now almost constant. Diagnosed with post ablation syndrome and will have a total hysterectomy on (B)(6).